Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
It was reported that patient underwent revision of right total knee replacement. Patient has an old pfc ps rp femur sz4, sz 4 10mm ps rp tibial insert, sz 4 rp cemented tibia, 38 pfc dome patella. Original operation was performed in 2003. During the operation, it was noted that the tibial post on the insert was broken and the femoral component was loose. Patient was experiencing pain and discomfort pre-operatively. All old implants were discarded at the hospital due to infection risk.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision right total knee replacement. [Patient] has an old pfc ps rp femur sz4, sz 4 10mm ps rp tibial insert, sz 4 rp cemented tibia, 38 pfc dome patella. Original operation was performed in [year]. During the operation it was noted that the tibial post on the insert was broken and the femoral component was loose. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) main source and (B)(4) acknowledgment email. The photo investigation revealed that the knee tibial insert was covered with blood remnants and fractured from the central post, confirming the reported allegation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the knee tibial insert would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.